Event description:
It was reported that the pt experienced severe headaches for several weeks, continual neck spasms, abdomen tenderness at the pump site, return of baseline pain, and the incision "keeps opening and trying to get infected". It was also reported that the drug had run out before the alarm date. The pt will return to the clinic earlier than the scheduled refill date, so the hcp can determined any volume discrepancies. The drug in the pump was morphine. No dose or concentration was reported. No outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.